Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and previous investigations, it likely suggests that the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino-laryngo videoscope exhibited damages of tear in forceps passage (biopsy port). There was no patient involvement.